Manufacturer narrative:
.

Event description:
Failure to alarm smith and nephew pump alarms are not alarming to alert an issue with dressing seal and/or disconnected drainage canister tubing. Alarm failed on (redacted) evidently during the pm/noc shift we cannot pin point the time exactly the suction canister tubing disconnected from the actual pump.